Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead. Performance data collected from the device was analyzed. Interference/noise was observed as ventricular short interval count was 783 counts, in 0.85 day, between (B)(6) 2012 16:45:15 and (B)(6) 2012 13:10:09. It was also noted that one lead integrity alert was triggered for lead failure predictor on (B)(6) 2012 07:34:10. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 15:00:10. The weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bipolar impedance from 646 to 3610 ohms peak between (b)(46) 2012.

Event description:
It was reported that the right ventricular lead had fractured as high impedance, oversensing, and noise were observed. Also an alert for lead integrity had been triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.